Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the tip of the coil broke when it was advanced in the hub of the microcatheter. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that the tip of the coil broke when it was advanced in the hub of the microcatheter. There was no clinical consequence to the patient.